Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. The phrenic nerve injury occurred 63 seconds into the first ablation of the rspv at -52c. Ablations to all other pulmonary veins had been completed prior to the injury, and the procedure was aborted. No patient symptoms were reported as a result of the phrenic nerve injury.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and do not show system notices or issues for the date of event. Bin files show that at least 17 injections were performed with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.